Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, patient was admitted with fever and found to be bacteremic. Implantable cardioverter defibrillator (ICD) was extracted on (B)(6) 2023. It went for another incision and drainage (I&d) on (B)(6) 2023, and wound vacuum was placed. They were discharged on cefazolin (B)(6) 2023, treated with antibiotic until (B)(6) 2023, and then switched to cefadroxil.

Manufacturer narrative:
Previous infection was reported under manufacturer report numbers: 2916596-2023-08123 and 2916596-2023-02099. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.